Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum procedure, falling part of the device was noted in the patient body. It was something like plastic. The component was able to retrieved from patient cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted: one of the circular seals was cut. The distal end of the cannulas was gouged. The obturators were received. The obturators were inserted into the cannulas, one had some restriction but was able to be inserted and removed. A small plastic spec was received in a small sample bag. A functional evaluation found that the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal and gouges at the distal end of the cannula may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.